Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "post-op irritation" (irritation). Product problem: "unknown" (no code available). The customer reported that several patients experienced immediate post op irritation (bbs solution which has been used to dilute povidone iodine) with product use. Some patients required treatment. Additional follow-up information has been requested.